Manufacturer narrative:
(B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-00714. It was reported the patient underwent surgical intervention to implant percutaneous leads and after multiple attempts the physician abandoned the procedure due to the presence of scar tissue. The leads kept positioning anteriorly.